Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were corrected: h6. The revision reported may have been due to osteolysis, as stated in the experience reported. However, the reason for the osteolysis cannot be determined and the event could not be confirmed because the devices were not returned for evaluation, and no images or radiographs were provided. Additionally, contributions from user or patient related considerations could not be assessed from the reported information. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that a female patient, initial right knee implanted in (B)(6) 2018, underwent a revision procedure in (B)(6) 2025, approximately 7 years 1 month post the initial procedure. The patient presented with pain to the surgeon. The surgeon removed all implants due to osteolysis and implanted a revision knee. There were no surgical delays or device breakages during the procedure. The patient was last known to be in stable condition following the event. No x-rays were able to be obtained. The explanted devices are not available for return. They were disposed of by the hospital. No device images were provided. No further information.

Manufacturer narrative:
D10: concomitants: 02-010-03-0335 logic cr femoral cem, right, sz 3.5 (B)(6), 02-012-45-3525 lgc tibial fit tray cem sz 3.5f / 2.5t (B)(6), 02-012-47-3509 logic tibial insert std, sz 3.5, 9 mm (B)(6), 200-02-35 three peg patella 35mm (B)(6). Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.